Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ extension tube in connection with the t-port the extension tube has a crack.

Manufacturer narrative:
DHR for lot number 7061760 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 7061760 was manufactured on march 07, 2017. According to sampling plan applied for product performance, this lot was accepted. During the assembly of the product 315 samples were inspected for damage and 125 samples for functionality between tubing/drip chamber and between tube/connector assemblies. This test is performed by qa tech, during these test and inspections no values out of specification or separation/damage were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. No sample provided to perform the investigation of the complaint made by the customer. We could not determine the root cause and cannot confirm the issue stated by the customer due that no samples were sent for evaluation reviewing our pfmea¿s rm.35.00, there are proper controls in place to detect product malfunctions. This product it is not anymore produced at the nogales bd site.

Event description:
It was reported that a bd connecta extension tube in connection with the t-port the extension tube has a crack.